Event description:
The consumer called on 9/23/96 advising that she was sleeping with auto shift off pad on top of her. Even though pad states should not use product on a sleeping person. When consumer awoke, the arm had a burn 2 1/2 inches long by 1 in wide. They immediately went to the dr. They confirmed she had a third degree burn on her arm. Consumer gave the heat pad back to drug store for them to return. This product cannot be located.